Event description:
It was reported by svc report that error code 304 was displayed. The foot right side rail switch for the ibed was not working. No pt involvement or adverse consequences are reported.